Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters and bruising under the garment. It was reported that the garment was digging into the patient's skin and causing skin irritations. There was no alleged device malfunction contributing to the irritation. The patient's nurse and the wound care nurse applied gauze and a topical lotion to the irritation. The patient was also prescribed oral medication, diflucan. Follow up indicated that the skin irritation improved.